Event description:
It was reported that pump quick bolus and wake button did not function as expected and required extreme effort or multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer applied more force to the button to resolve the issue.